Event description:
It was reported that during a da vinci s mitral valve repair procedure the surgeon was unable to take control of a specific patient side manipulator (psm) arm. Prior to contacting isi for technical support troubleshooting assistance, the surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering was unable to replicate the issue experienced by the customer. Review of the system log found a single event of system error code 22008 which occurred at the time the surgeon was unable to take control of the psm. A 100 - system error code 22008 occurs when an inserted tool, instrument or accessory, is not accepted by the da vinci s surgical system. Based on the information provided by the site and additional onsite troubleshooting, it was determined that the cannula installed was likely not detected by the system. This system error can be resoved with simple troublehooting, however, the surgeon decided to convert the procedure prior to contacting isi technical support. The surgeon and surgical staff were advised that in the future if system errors occur, isi technical support should be contacted for assistance. On (B)(6) 2011, the site reported that the patient was discharged from the hospital on (B)(6) 2011 and was recuperating at home in stable condition and did not experience any post-operative complications. As of (B)(6) 2011 there have been no reported recurrences of the issue at this hospital.